Manufacturer narrative:
Follow-up # 1 ¿ (12/12/2014). The patient¿s meter has been returned on 11/3/2014 and evaluated by lifescan product analysis on 12/2/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based the customer care advocate (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2014. The patient claimed he obtained inaccurate high readings of ¿358, 299, 249 and 233 mg/dl¿ with the subject meter. The patient informed the cca that he manages his diabetes with insulin (self-adjuster). It is not known if the patient made any adjustments to his insulin dose based on the elevated results he was obtaining with the subject meter. However, the patient claimed developing symptoms of feeling ¿shaky¿ six days after the reported inaccuracy began. The patient reported treating self with glucose tablets in response to the low symptom(s). At the time of the troubleshooting, the patient did not have control solution available to test the subject meter/test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after he began to obtain reported inaccurate high results with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.